Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D4 (UDI): (B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records, which were reviewed by a healthcare professional. Patient had decreased rom in the knee with arom 0-90 degrees and prom 5-90 degrees. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#:42532007901, tibia cemented 5 degree stemmed left size g, lot#:64156484. Item#:42511400910, articular surface fixed bearing posterior stabilized, lot#: 64091065. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00359. Still implanted in patient.

Event description:
It was reported the patient underwent a manipulation under anesthesia with steroid injection approximately two months after their initial left total knee arthroplasty due to stiffness. At the next follow up visit, the patient¿s range of motion was increased, and the patient was highly satisfied.